Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The poly liner was broken into 5 pieces. No dimensional analysis was performed as damage was too severe. Sem analysis for the liner identified possible evidence of fracture(s), abrasions on the articulating surface and deformations.. At least a portion of the rim appeared to be missing from the returned implant. The evidence that exists is consistent with a rim loaded, impinged, and/or overloaded implant. Review of the device history records for reported components identified no deviations or anomalies that could contribute to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Concomitant medical products: 00620205421, shell porous without holes 54 mm, 61389028; 00877503603, bioloxâ® delta ceramic femoral head, 2561815. Report source, foreign ¿ events occurred in (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 06933.

Event description:
It was reported that the patient was revised due to implant fracture, corrosion, audible noise, and metallosis. Attempts have been made and additional information on the reported event is unavailable.